Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely due to lack of vessel recoil. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old male had an impella cp inserted for support of the patient undergoing percutaneous coronary intervention (pci) for a coded and ventricular fibrillation arrest. The patient had the pci performed and was then sent to the ICU for continued monitoring. The impella cp site developed a hematoma and the patient was sent for exploration and vessel repair in the or. After volume replacement and 8hrs of support, impella weaned and explanted successfully.